Event description:
It was reported that the purewick urine collection system was too noisy. It was stated that the patient felt like insides were coming out because of too much suction. The representative tried to troubleshoot, but the patient was not with the device. The patient had been using the purewick product for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate component (pump and relief valve) selection¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the collection canister (c) in the pure wick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the pure wick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a pure wick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU. Caution: it is important that the port connections be connected correctly and securely for proper operation of the pure wick¿ urine collection system". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was too noisy. It was stated that the patient felt like insides were coming out because of the too much suction. The representative tried to troubleshoot, but the patient was not with the device. The patient had been using the purewick product for less than 90 days.